Event description:
It was reported an asymptomatic patient presented in a hospital emergency room with post-paced t-wave over-sensing observed. The patient did not receive therapy due to over-sensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.